Manufacturer narrative:
Additional information received. There were no unusual reports regarding this device because the device had not yet been used. Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review: complaint trend. Visual inspection. Results: device history record reviewed for this product ID serial# (B)(4) manufactured on august 29, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history on file. A two year look back for this reported failure and or related to "pin came off from the handpiece" for this product ID shows that 4 complaints were received including this case, see below. No new design or manufacturing trends have been identified. Oscillating pin of returned device disengaged from the drive shaft and has scratched through the width clip. Also the blade bed is damaged. Head, drive shaft assembly, width clip and standard parts have to be exchanged. Conclusion: the root cause for the disengagement of the oscillation pin from the drive shaft could not be determined.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It is reported the device needed repair; a pin came off the hand piece. No information was provided for event circumstance or patient impact. Additional information has been requested.